Manufacturer narrative:
The manufacturer previously reported for an allegation of a ventilator inoperable alarm. There was no harm or injury reported. The device was not in patient use. The trilogy evo ventilator was returned to the manufacturer; however, the device was not evaluated since it failed data wipe. The device was returned to the customer unrepaired.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.